Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthruogh; guide catheter: heartrailal1.0. (B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 100% stenosed, moderately calcified lesion in the mildly tortuous mid right coronary artery (rca). Pre-dilatation was performed using a 3.5x15mm non-abbott balloon dilatation catheter (bdc). The 3.5x15mm multi-link 8 stent delivery system (sds) was not prepped prior to use. The multi-link 8 successfully advanced to the lesion; however, during preparation inside the patient's anatomy, blood entered the indeflator when negative was pulled and a balloon rupture was suspected. The sds was withdrawn without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.